Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes with luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber. To the touch, it is sticky. It is very disturbing knowing that if we use them in IV, there will undoubtedly be migration of the following substance towards the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 25-oct-2022. H6: investigation summary twenty-eight samples in sealed packages were provided to our quality team for investigation. Through visual inspection, it was observed that all sample have acceptable amount of silicone which is used in the manufacturing process. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the product, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Since the reported defect not a true defect, no corrective actions are necessary. A device history record review was completed for provided lot number 2130262. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that the bd plastipak¿ syringes with luer-lok¿ tip experienced foreign matter contamination. The following information was provided by the initial reporter: on the bd plastipack (IV) syringes, there is oozing at the level of the black rubber. To the touch, it is sticky. It is very disturbing knowing that if we use them in IV, there will undoubtedly be migration of the following substance towards the patient.